Event description:
Event description cpi received information that one day after implant of this atrial bipolar is-1 lead (4271), there was a loss of capture in the atrium, and the physician elected to reposition the lead. The lead remains implanted, and active.